Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced bubbling from the end when they were cleaning. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable had tiny pin hole, burned unit - faulty charged coupled device, cracked focus ring, faded rear cover and intermittent image. The intermittent image was due to faulty charged couple device, which is cause traced to component failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed water leak test from cable was due to tiny pin hole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.